Event description:
Wife called for husband to report a pod that they did not feel was delivering insulin and as a result, the customer ended up in the ER with elevated blood glucose levels (bg's). Customer placed the pod in 2008. Customer went through the day without issue, but by dinner time his bg had risen to 400 mg/dl. At this time, he delivered a 30 unit bolus of insulin to correct the bg. System delivered bolus with no indication of an error. By bedtime, the customer's bd read high on the pdm screen. Again he delivered a 30 unit bolus. Customer went to bed and by 3 am customer's wife called ambulance to bring him to the ER. Pod was removed at the ER and discarded; therefore, no pod lot information can be noted. When bg level was taken at the ER, it registered at 1100 mg/dl. Customer was placed on IV insulin along with other IV drugs to deal with dehydration. When pod was removed, the cannula was not compromised nor did the site look irritated. Since pod was removed at ER, it was not saved and there was no way to retrieve it. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product information. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.